Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed the error message "factory configuration not complete." This issue occurred after the ivtm therapy had ended and while the thermogard system was in standby mode, after the patient's body temperature had successfully reached the target of 36.5°c. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.